Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds and loss of capture fifteen minutes post cardioversion. The issue resolved and the leads remain in use. No patient complications have been reported as a result of this event.